Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the lipid line was leaking while connected to a patient in the nicu. There was no harm.

Manufacturer narrative:
The customer¿s report that the lipid line was leaking was confirmed. Visual inspection as received did not find any anomalies. Functional testing observed leaking at the location of the connection between the suspect set¿s distal male luer and the concomitant extension set¿s proximal female luer. It was observed that the connection between the two components was not fully hand tightened. Both mating components were inspected under magnification with no damage observed. The connection between the distal male luer of the syringe set and the female connection of the concomitant extension set was then fully hand tightened and functional testing was repeated. No subsequent leaking between the two components was observed. The root cause of the leaking was due to the connection between the two sets not being fully hand tightened.

Event description:
The customer reported that the lipid line was leaking while connected to a patient in the nicu. There was no harm. The patient did not receive fluids due to mating ports; junctions secured.